Event description:
A facility reported a cerelink sensor was implanted and it was providing code "1021". Medical staff tried to replace cords, devices, and ended up having to implant a new sensor the following morning.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made, and lot number has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Error code 1021 was provided by the customer; error cannot be validated as it doesn¿t exist on the product IFU.

Event description:
N/a.